Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the erbe to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error c-34 on system logs. During testing, the erbe unit displayed error c-34 upon startup. Additionally, a review of logs showed error c-00. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and verified error c-34 on the integrated electrosurgical unit (iesu) erbe. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. The erbe involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with error c-34. The customer was able to cut with monopolar energy but the coag function was not working. The bipolar output on unit was working normally. Customer tried power cycling the system and reseating the energy cable but with no improvement. The customer therefore, switched out to a third party electrosurgical unit (esu) to complete the procedure. The procedure was completed with no reported injury.